Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the distal right coronary artery and posterior descending / septal artery (drca/pda). A 2.00x12mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance from the anatomy and inflated one time to 10 atmospheres (atm) when contrast was noted leaking via angiography. The bdc was removed, without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another trek bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.